Event description:
This is filed to report the clip entrapment and deployment in the chords. It was reported that a mitraclip procedure was performed to treat a functional mitral regurgitation (mr) with grade 4 and a slightly enlarged left atrium. Following a clip implant at a2/p2, a second clip was required. A mitraclip ntw was advanced to the left ventricle (lv) but became caught in a chord. The device was not able to be freed from the chord and was therefore deployed into the chord. The patient was reported to be stable, and the device remains in the chord. The procedure was completed with the mr reduced to a grade of 3. It was noted that the reported event added about an extra hour to the case. There were no adverse patient effects. No additional information was provided.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on available information, the reported entrapment of device (clip caught on chordae) is due to procedural conditions. The reported foreign body in the patient is a cascading event of the entrapment of device (clip caught on chordae). The unexpected medical intervention is the result of case-specific circumstances. There is no indication of product issue with respect to manufacture, design or labeling.